Event description:
On (B)(6) 2014, synergeyes received a complaint wherein the patient (pt) allegedly sustained a corneal abrasion/ulcer. Report stated: the pt was allegedly seen by the dr and prescribed e-mycin opthalmic ointment for the left yes (os). The next day the pt was seen by an ophthalmologist and diagnosed with a corneal abrasion in the os. Pt was seen again on (B)(6) 2014 by attending eye care profession (ecp) dr. (B)(6). Pt wanted to discontinue use of contact lenses and continued follow-up with his ophthalmologist. On (B)(6) 2014, synergeyes attempted to contact (B)(6) by phone and was directed by an office assistant at (B)(6) to get in contact with either (B)(6) or (B)(6). Left a message with the office assistant to have (B)(6) contact synergeyes. On (B)(6) 2014, synergeyes contacted (B)(6) and the following information was obtained: pt went to ER on (B)(6) 2014. Pt saw ER because of difficulty removing the contact lens (cl). Pt saw an ophthalmologist and was diagnosed with a corneal ulcer. According to the ecp, the pt did not have an unusual insertion or removal technique. The pt stopped using cl's immediately after the trip to the ER. The attending ecp had no current information on the status of the pt due to discontinued use of all contact lenses.

Manufacturer narrative:
During the investigation, the following information was obtained: base curve as measured by radius scope and power eas measured by lensometer. Both bc and power were found to be within specifications. Though scratches were found on the surface, they are consistent with regular pt use. No correlation was found between the alleged injury and the device history report.